Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 46 mg/dl associated with a load step malfunction. It was reported that the pump was priming the tubing during the load step and 168 units of insulin were infused into the patient; the patient reportedly received fast acting sugar right after. The reporter stated that the patient was new pump used and they were unsure how to complete the rewind, load and prime sequence and the patient was connected to the pump during this sequence. Reportedly, the patient remained on the insulin pump and was treated in the emergency room with IV fluids and oral carbohydrates as needed. It was reported that the patient's healthcare provider made recent changes to their basal rate, bolus settings and insulin on board calculations. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 06/14/2016-product analysis: the device was returned and evaluated by product analysis on 05/31/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. There was no evidence of a load step malfunction or delivery of 168 units. The pump was manually suspended on (B)(6) 2016 at 10:17; deliveries were manually resumed at 10:48. The pump was manually suspended on (B)(6) 2016 at 11:01; deliveries were manually resumed at 11:06. The pump was manually suspended on (B)(6) 2016 at 11:14; deliveries were manually resumed at 17:25. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.